Event description:
A consumer reported experiencing a corneal ulcer (abscess) associated with wear of an unspecified brand of toric ciba vision contact lenses. The consumer stated no scarring occurred. Multiple requests have been made for further details, however no additional information has been made available.

Manufacturer narrative:
Specific manufacturing facility is unk as no product information (brand/lot) has been provided. The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product returned or lot information provided, no detailed investigation can be performed.